Event description:
A baxter sales representative reported leakage found from the tubing of a transfer set when the clean flash stopped the process. The cap was removed from the transfer set and scars were found on the tubing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed a cut approximately 1 5/8 from sleeve in closed position on one transfer set and no manufacturing abnormalities or leaks on a second transfer set (two transfer set samples were received). A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.